Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n153961017, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that there had been a catheter revision at some point as well as a pump revision because the pump was flipping, but the health care provider (hcp) couldn¿t find any record of that and does not know when that may have occurred. The pump was infusing gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.